Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The nurse informed by phone that item ref (B)(4) got broken during the operation. There was a few minutes delay during the operation. Operation was completed successfully.